Event description:
Reporter noted loud noise followed by burning smell, within seconds of initiating phaco. Eye was open for approximately seventy minutes while waiting for loaner system from neighboring hospital to complete surgery. No injury occurred, but felt this could cause injury if it recurs. Patient reported in stable condition; prognosis is good.